Event description:
During an anterior cervical plate surgery the surgeon was not able to achieve locking mechanism coverage between the plate and the screw head. Since this was not achieved the surgeon attempted to remove the screw, which caused the screw driver to break inside the screw. The surgeon could not remove the screw by another screw driver so had to cut the plate to remove the construct. This caused shavings from the plate to be in the wound site. It is unk if all the shavings were removed but an x-ray did not reveal any of these shavings. Another plate construct was implanted and the surgery was completed successfully.

Manufacturer narrative:
All devices involved were not returned for evaluation. Since these devices were not returned a review of the dhrs could not be conducted. A clinical evaluation was completed for the risk of potential plate shavings being left in the patient's wound site and it is unlikely that this would cause any risk to health. It is unk why the surgeon was not able to achieve locking mechanism coverage between the screw and the plate. The surgical technique for this system warns that over angulation of the screw may cause the screw head from being fully seated under the locking mechanism. Pioneer surgical's system includes a variable angle screw guide to help prevent over angulation. It is unk if the surgeon used this instrument during implantation of the screw. This is the second of two reports submitted for this occurrence.